Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the interconnect flex was pinched in-between the case halves. It was also noted that the upper and lower case halves were broken and the main seal was broken.

Manufacturer narrative:
Approximately 6 weeks ago, a field corrective action was initiated for the suspect medical device noted which may involve intermittent performance of certain pacing functions.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the epg (external pulse generator) was connected to a patient, with the following settings: rate=40, output=5, sensitivity=0.5. The epg began pacing at 180 beats per minute (bpm), and the patient's blood pressure dropped. The physician was called, the epg disconnected, and the patient's heart rate returned to a sinus rhythm in the 80s. Systolic blood pressure was in the 140s. The epg settings were confirmed by three nurses, it was reattached to the patient, and once again it began pacing at 180 bpm. The epg was switched out, and a second one attached, which worked appropriately according to the settings. No further patient complications were reported as a result of this event. The epg was taken out of service. The biomedical engineer subsequently tested the epg and found the rate measuring at 180. It was then tested on a different tester, and the rate measured in specification when set to 120 and 180. When the output was decreased to 3ma (milliamps), one tester could not measure it, and the other measured in specification. The epg was returned for calibration and repair.

Manufacturer narrative:
After servicing and repair of the device, the interconnect flex assembly was sent for further analysis due to observed pinch in the assembly. This analysis was unable to identify a failure on the interconnect flex assembly related to the rate issue. The interconnect flex assembly had cosmetic damage due to being pinched in the case halves. However, there were no damaged traces at the location of the pinch or other damage that would cause the reported malfunction. During the course of analysis, an unrelated finding was observed: the finding identified a broken trace, the broken trace resulted in device sensitivity being out of specification. The sensitivity failure cannot result in the reported rate out of specification complaint. In summary the pinched interconnect flex was found at visual inspection of the device during service and repair. The interconnect flex was sent for further investigation. The failure analysis of the flex did not identify any damage that would result in the complaint. An unrelated finding was observed causing sensitivity to be out of specification. In addition to the findings, the pinched flex may have had other interactions when installed in the device that may or may not have resulted in the reported rate issue. There is no evidence that the pinched flex contributed to the rate issue however it cannot be ruled out.